Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the subject programmer switches on and off by itself, and cannot be kept turned on.

Event description:
Reportedly, the subject programmer switches on and off by itself, and cannot be kept turned on.